Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3537, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens). It was reported that the patient's daughter put new batteries in because it (verify controller's batteries) were getting low. The patient stated that the time was incorrect on the verify controller. The patient reported that her urgency was not as bad as before. The patient stated that she was not fully emptying her bladder each time she voids and that she might start tracking volumes. On (B)(6), the patient reported that she was concerned that the ens battery was only half full, a manufacturer representative advised her that it should be okay. No further complications were anticipated/reported.